Event description:
Report rec'd from the (B)(6) stating that the "the neuro tip was damaged" on the device. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd and evaluated by depuy synthes. The reported problem of "damaged neuro-tip" was not confirmed. During the pre-diagnostic assessment, the device failed the visual inspection and "cutter insertion" test. No add'l info is available. If any add'l info should become available, a supplemental MDR will be sent. (B)(4).